Event description:
The report stated that upon first plugging the electrosurgical pencil into the generator, the pencil immediately activated without pressing a button. There was no pt injury. Another pencil was opened to complete the procedure.

Manufacturer narrative:
The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.